Event description:
Unable to remove foley per proper method. Tube would collapse while aspirating, but fluid would not come out. Md inserted guidewire to remove fluid from balloon. Tube was cut prior to guidewire insertion, fluid still did not escape balloon.